Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The swivel assembly was returned (both swivel valve connectors and the y connector). The tube was not returned. The returned connectors were visually examined with and without magnification. Visual examination revealed that the bronchial swivel connector was broken. The swivel valve is a component purchased from a supplier. A non-conformance and supplier corrective action request (scar) were opened to further investigate this issue. Corrective actions were implemented under the scar in july 2019 to prevent this issue from recurring. The lot number is unknown for the returned sample, so it could not be determined if the sample was manufactured before or after the corrective actions were implemented.

Event description:
It was reported "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Corrected data: corrected data: section h.10. - additional manufacturer narrative. The investigation was amended as follows: the customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The swivel assembly was returned (both swivel valve connectors and the y connector). The tube was not returned. The returned connectors were visually examined with and without magnification. Visual examination revealed that the bronchial swivel connector was broken on the 15mm connector side. The swivel valve is a component purchased from a supplier. A non-conformance was opened to further investigate this issue.

Event description:
It was reported "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury or consequence reported. Patient condition reported as "fine".

Event description:
It was reported "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Additional information was provided regarding the investigation: a non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions. Corrected data:

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 50 samples were taken from the current production (material number 5-16041 lot # 73e2100540) at the manufacturing facility. The samples were visually inspected, and issue reported "broken/cracked - y connector" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury or consequence reported. Patient condition reported as "fine".